Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. An incomplete lot number was provided which prevented us from conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
During a rotator cuff repair, the tip of the electrode came off and fell on the ground. The tip did not fall into the patient!

Manufacturer narrative:
This follow up 2 is being filed as the follow up 1 was filed with incorrect evaluation. The complaint device was received and forwarded to the supplier for evaluation. The device appears to be in a used condition and shows evidence of activation around the ceramic. The active tip is missing from the distal assembly. The active tip has not been returned for evaluation. The active suction tube has eroded during use and there is a section of the active suction tube missing which has not been returned for evaluation. Electrical and functional testing could not be performed due to the device damage. It can be confirmed that the active tip has detached from the device. The reason for this occurring is unknown from the evidence presented. It appears that the suction tube has eroded at the juncture between itself and the active tip. Similar instances of these types of failures have been observed historically. A supplier CAPA was opened to investigate the occurrence of active tip failures similar to the device returned by the customer. This CAPA was closed in (B)(6) 2015 due to a number of process improvements. The device is from an unknown lot number, it is not possible to determine if the returned device has been manufactured before or after the improvements have been made. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.